Event description:
Caller reported blood glucose results (B)(6) 2010 at 10:10 pm 83 mg/dl and 10:13 pm 214 mg/dl on the mobile system. Reported a second, separate comparison of blood glucose results (B)(6) 2010 at 8:10 am 104 mg/dl and 8:14 pm 295 mg/dl on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.